Manufacturer narrative:
The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3u IFU along with the procedural manual, s3ur with commander ds and esheath+ sheath, japan were reviewed. Malfunctions and adverse events include: 'cardiovascular injury including perforation or dissection of vessels', 'reoperation' and paravalvular or transvalvular leak'. The procedural manual includes a slide on annular ruptures which includes, 'thv oversizing may cause annular rupture post thv deployment', this 'leads to hemodynamic collapse' and 'management includes cpb and surgical intervention'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. The benefits of the device outweigh the risks associated with thv exerts force or excessive force on annulus resulting in annular rupture and with thv not properly sealed against anatomy leading to moderate paravalvular leak, resulting in additional intervention (percutaneous). No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for thv adversely interacts with annulus/ landing zone was unable to be confirmed due to unavailability of relevant imagery and/or medical records provided for evaluation. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'during the transfemoral tavr procedure for a 29mm sapien 3 ur valve, annular rupture and moderate pvl were observed'. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 ultra resilia valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The aortic root rupture could be occurred during the procedure or over the time for this case; however, it was likely due to procedural factors. Based on the limited information provided, a definite root cause was unable to be determined at this time. The complaint for deployed valve exhibits paravalvular leak was unable to be confirmed due to no medical records provided for evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'right after the valve implantation, pvl was mild to moderate. As the pvl was generated from the area where there was calcification, post-dilation was not executed.'. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. In this case, the valve was placed on the patient's annulus with calcium, which prevented the valve from forming proper seal between the thv structure and target site (native annulus) resulting in paravalvular leak. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our japanese affiliates, during the transfemoral tavr procedure for a 29mm sapien 3 ur valve, annular rupture and moderate paravalvular leak (pvl) were observed. Right after the valve implantation, the pvl was mild to moderate. As the pvl was generated from the area where there was calcification, post-dilation was not executed. The patient's blood pressure was low, so an echo and aortography were executed, which revealed the contrast agent leaking and pericardial effusion. Pericardial drainage was executed. The effusion was decreased, and the aortography confirmed the contrast agent leak had stopped so the patient was transferred to ICU with the drain tube still attached. Later the bleeding was confirmed, and pericardial drainage was executed again. The patient's condition became stable; however, the final review of the pvl was moderate.